Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) cuff malfunctioned due to the age of the implant. The entire aus system was removed and replaced with a new one. The outcome of the procedure was successful. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.